Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: d4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the problem occurred due to a board error in the power supply board (switching regulator). The cause of the failure of the board is a mounting failure in the manufacturing process of the power supply manufacturer. Additionally, it is considered that the product was damaged due to vibration or use caused by transportation due to a defective mounting of parts (defective soldering) during manufacturing. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that while the monitor was in use, the power went out and a blackout occurred 10 minutes after starting an upper diagnostic gastrointestinal tract examination. The monitor was rebooted without success. The procedure was cancelled, and the patient was moved to another room. The procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found no abnormalities on the exterior. However, an actual device check could not be performed because the power supply did not turn on. The power cable was replaced, and another attempt was made to start the unit, but the power did not turn on. Should additional relevant information become available, a supplemental report will be submitted.